Manufacturer narrative:
All available information was investigated and the reported unintended movement of clip open during efaa and difficult to open or close (clip jumping) could not be confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a conclusive cause for the reported unintended movement of clip open during efaa and difficult to open or close (clip jumping). There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4 degenerative mitral regurgitation (mr), and a p2 prolapse with flail chord present for a mitraclip procedure. A mitraclip was implanted successfully. During pre-deployment establishing final arm angle (efaa), the second clip could not hold the lock and jumped open to approximately 30 degrees when the arm positioner was turned to the neutral position, and then in the open direciton. Troubleshooting was performed unsuccessfully. The clip was removed, and another mitraclip xtw was selected. The second clip was implanted successfully. The final mr was grade 1-2. There were no adverse patient effects or clinically significant delay reported. No additional information was provided.